Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00935. This report is being submitted as additional information. Approximate age of device - 44 days. Manufacturer's investigation conclusion: the pump remains implanted supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The submitted system controller log file analyzed by the manufacturer showed an upward trend in the recorded pump power and estimated flow values. A specific cause for the elevated pump parameters could not be conclusively determined through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Additionally, the IFU explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also provides information regarding the assessment of pump flow. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) of 1372 u/l and elevated pump parameters. Pump thrombosis was suspected. On admission, the patient¿s inr was 2.5 with no signs of hemolysis or heart failure. The patient was started on a heparin and aggrenox infusion. On (B)(6) 2018, it was reported that the patient¿s ldh was in the 900¿s u/l and vad flows and powers appeared to be within normal limits. The customer planned to continue to monitor the patient. No additional information was provided.